Event description:
Text copied from information received from customer questionnaire in handwriting on 01 november 2023: "saved to code critical in ed, in respiratory distress due to overdose of seizure medication from the new adopting parent, multiple attempts from piv"s were unsuccessful. Ed md and vat both tried nio infant io's both were able to get blood return but were not able to flush both. Since this insert goes bilaterally only with downward pressure on a lye old, we felt this product could potentially hyper extend or break the leg of the child before puncturing the bone did not flush when product was bilaterally. Finally correctly inserted it." On (B)(6) a telephone conference was had with suso and the customer. At that time the customer disclosed that the patient expired on (B)(6) 2023.